Event description:
Philips received a complaint by the customer on the v60 indicating that the upper left corner of the touchscreen was not working properly. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the upper left corner of the touchscreen was not working properly. The customer performed touchscreen calibration, but the issue remained. The customer then went to the touchscreen diagnostic menu and found that the upper left corner of the touchscreen was not responding to touch. The remote service engineer (rse) informed the customer that the manufacturer recommends replacing the touchscreen per the v60 service manual and provided the customer with the part number and price of the replacement touchscreen for repair. This investigation is ongoing.